Event description:
It was reported that (1) lcsc5 was used during a laparoscopic nissen fundoplication procedure. It was reported by rep the md just started to use the instrument and got a straight tone. The blade broke off and fell into the abdomen and was retrieved without incident or consequence to the pt. Opened a new lcsc5 and completed the case.